Manufacturer narrative:
(B)(4). The device history records for the reported lot were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
It was reported that the physician believes that he may have done an intra-artery injection in nlf area. The pt was injected on (B)(6) 2011. Three hours post-treatment the pt noticed that the right side was more uncomfortable. The pt came into the office on (B)(6) 2011 and the physician observed that there was a dusky violation distributed in the right angular artery. The physician has asked if there is benefit to heparinizing (anticoagulant) the pt. So far the physician has treated the pt by flooding the area with normal saline, applying topical nitropaste and injecting with hyaluronidase. A med consult was provided to dr. (B)(6) by a (B)(4) contracted physician, dr. (B)(6). Dr. (B)(6) had the pt take aspirin, apply a hot pack and do warm massage. Per what dr. (B)(6) told dr. (B)(6) there was no blanching (no white area) and there was no black area. Dr. (B)(6) advised against heparinizing the pt because the full aspirin (not baby aspirin) is enough. A nurse from dr. (B)(6) office provided further info. The pt did not have necrosis. The physician referred to the event as erosions. The pt came in for a f/u visit on (B)(6) 2011. The pt had crusting. On (B)(6) 2011 the pt came in again and the crusting was better. There were superficial erosions. Occlusive dressings (tegaderm dressing) were used to treat the occlusions and a bactroban ointment was prescribed. The pt returned on (B)(6) 2011 and was healed. There is a fair amount of textural change to the skin. The physician feels this will improve over time.